Event description:
It was initially reported that the physician was unable to communicate with the pt's device, of which the cause was believed to be due to end of service. Additional info was received indicating that the device was replaced to high impedance and battery depletion. Upon replacement of the generator, intra-operative diagnostics performed were reported to be within normal limits. The lead was therefore not replaced. The explanted generator was discarded and will therefore, not be available to be returned for further analysis. Follow-up information indicated that prior to the surgery the pt began to have an increase in seizures, relationship to pre-vns baseline unk. The physician then performed a lead test and resulted in the high impedance. The pt was noted to be "very active, making very strong and quick movements." The physician was unsure what could have caused the high impedance event. No x-rays were taken at the time or were provided to the manufacturer for analysis. It is unclear at this time what the relationship of the increase in seizures is to that of the high impedance event. It is unknown what the relationships of the patient's activities are to that of the high impedance event. It is unk if the recent increase in seizures is above or below the pre-vns baseline level of seizures. It is unk when the lead impedance was observed in relation to the belief of end of service. Good faith attempts to obtain additional info have been unsuccessful to date.